Event description:
Upon reassessment, there was no information related to drop the vision by 1 or 2 lines of snellen acuity in this report.

Manufacturer narrative:
Correction information was provided in b.5. And h.6. On initial MDR, the patient code of 2137 was an error. It should have been 4580. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that after implantation of intraocular lens, the patients had few spicules which were often seen at a later date in the lenses. The spicules were much denser than normal and enough to drop the vision by 1 or 2 lines of snellen acuity. Additional information has been requested.